Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that the pin cold welded into distal femoral cutting block upon placement.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a seized tibial resection guide and triathlon pin was reported. The event was not confirmed. Clinical factors did not contribute to the reported event. The exact cause of the event could not be determined because the product was not returned for inspection and insufficient product information was provided for review. Based on the information available at the time of investigation, it is believe no product non-conformities exist.

Event description:
It was reported that the pin cold welded into distal femoral cutting block upon placement.